Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Fse followed up with the customer over the phone to address the reported event. Fse instructed the customer to inspect sensor s172 for standing liquid then, and then had them wipe the sensor with kim wipe. No standing liquid or moisture was noted. The customer confirmed that routine weekly and monthly maintenance had been performed prior to the start of reported error which had been known to result in overflow during the substrate prime. Next, fse instructed the customer to spray the sensor with canned air. The customer was subsequently able to perform daily check and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 02dec2018 to aware date (B)(6) 2020. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 12- flags and errors was reviewed. 2009 liquid leak the aia-900 operator's manual indicates that the 2009 liquid leak error occurs when leakage of solution is detected at the start of measurement, so measurement will stop. The operator is instructed to please contact the tosoh local representatives. 3004 liquid leak detected the aia-900 operator's manual indicates that the 3004 liquid leak detected error occurs when the drain sensor s172 detects liquid. In this case, measurement will be paused. The operator is instructed to please contact tosoh local representatives. If there is no liquid leakage, check s172. The most probable cause of the reported event was due to a dirty, dusty, or damp sensor s172.

Event description:
The customer reported receiving "2009 liquid leak" and "3004 liquid leak detected" errors on start up with their aia-900 analyzer. Technical support (ts) instructed the customer to check the bf wash probe tubing for substrate and to see if the tubing was skewed, kinked, and also confirm the tips were on. Then, ts instructed the customer to perform the "all set home" command, but the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), intact parathyroid hormone (ipth), and cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the reported event.